Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with a non-sustained oversensing episode. This was due to post paced t-wave oversensing (pptwos). Programming changes were discussed, but have not been made as of yet. The patient was not at risk for inappropriate shock due to this oversensing. The patient had no adverse events.